Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urine transfer straw, there is one (1) loose needle in the bag as well as exposed needles protruding through plastic barrels and sheathing. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® urine transfer straw, there is one (1) loose needle in the bag as well as exposed needles protruding through plastic barrels and sheathing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: device separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.